Event description:
Boston scientific received information that this right ventricular (rv) lead implanted with another manufacturer's device exhibited high out of range pace impedance measurements. Insulation damage was reported and an x-ray confirmed no fracture occured. A revision procedure was performed and the lead was surgically abandoned. The lead was capped and successfully replaced with a new lead. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.